Event description:
It was reported that the device was explanted and replaced due to battery depletion. No additional information was available.

Event description:
New information received notes that the device was replaced due to normal eri. There is no allegation of malfunction against the device.